Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the filter is angled seven degrees to the right. Mild to moderate wall protrusion of all six struts without significant impingement on adjacent structures. Anterior struts terminate in close proximity to the posterior duodenal wall but do not appear to extend into the lumen.

Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed the filter is angled seven degrees to the right. Mild to moderate wall protrusion of all six struts without significant impingement on adjacent structures. Anterior struts terminate in close proximity to the posterior duodenal wall but do not appear to extend into the lumen.